Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of stent cover damaged-defective.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be used in the esophagus to treat esophageal stenosis during an endoscopic esophageal stent placement procedure performed on (B)(6) 2025. Prior to procedure, it was reported that the tip of the stent cover was damaged. The procedure was completed with another stent of the same model. There were no patient complications reported as a result this event.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of stent cover damaged-defective. Imdrf device code a15 captures the reportable event of stent partially deployed based on investigation. Block h11: a wallflex esophageal fully covered stent was received for analysis. The stent was returned partially deployed and the stent cover was damaged. No other damage was noted to the device. Product analysis confirmed the reported event of stent failure to deploy. The investigation concluded that the damages found in the device were most likely due to procedure factors such as lesion characteristics, handling of the device, and the technique used by the physician that could have resulted to the stent being unable to deploy during the procedure. Based on all available information, the investigation selected that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be used in the esophagus to treat esophageal stenosis during an endoscopic esophageal stent placement procedure performed on (B)(6) 2025. Prior to procedure, it was reported that the tip of the stent cover was damaged. The procedure was completed with another stent of the same model. There were no patient complications reported as a result this event.